Event description:
The caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, but the error persisted. As a result, technical support arranged for a pump replacement, confirmed the shipping address, and instructed the customer to use multiple daily injections (mdi) as a backup insulin delivery method. The customer was also instructed to return the problematic pump using a pre-paid label within 10 days.